Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04924 the same issue was reported as 2017865-2013-04544.

Event description:
It was reported that the pulse generator exhibited a lead impedance measurement anomaly. The patient will be seen for follow-up in six months.